Event description:
The user facility reported that the mst osher malyugin manipulator broke when the surgeon attempted to use it to insert a malyugin ring. There was no impact to the pt and the broken piece was removed from the eye.

Manufacturer narrative:
The device was returned in three pieces. The handling of the device was heavily cracked and the reporting technician from the facility indicated that the device was cracked prior to use and may have been dropped.